Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the esheath was removed post successful deployment, and imaging showed there was no down stream flow. An angioplasty of the peripheral vascular system was done to restore flow, and coronary stents were used to patch a pseudoaneurysm located in the right femoral common artery (rcfa). Approximately 2 to 3 hours later, the patient had an episode of hypotension, and was transferred for vascular intervention. A cover stent was placed at the pseudoaneurysm lesion the same day, and the patient was discharged couple of days later. Per report, during pre-planning of the case, a chunk of calcium sitting at the rcfa was noted, and it is believed that the obstruction was due to a chunk of calcification that fell apart and blocked the artery. The root cause of the pseudoaneurysm was unknown, but it was suspected to be related with access complications or could be also caused by the angioplasty.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h10 due to additional information. Per the instructions for use (IFU) coronary flow obstruction, and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium, or valvular structures, are known potential complication associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention). A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. Access site injuries are a well recognized complication of the tavr procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned access site is free of calcification and provides guidance for sheath insertion and removal. Considerations for approach, access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the pseudoaneurysm and obstruction cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors (chunk of calcium sitting at rcfa) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.